Event description:
It was reported that the device pacing current was inoperative and that the device display a "current fault" message. There was no patient use associated with the reported event.

Manufacturer narrative:
MFR evaluated the device. The root cause of the reported problem was determined to be due to a failure of the high voltage transfer relay assembly. A failure of this assembly would also result in a failure of the device to deliver defibrillation therapy.